Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident . The customer reported that there was damage on the display. The customer stated it was really hard to read and was guessing what it use to say at this point. The customer was advised that the pump needs to be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan per health care professional. The insulin pump will be returned for analysis.

Manufacturer narrative:
Act and esc buttons did not respond due to flattened button dome switches. No unlocked lcd keypad connector noted. Unable to perform displacement test due to button keypad anomaly. Pump received with severely scratched display window, cracked display window, cracked case at display window corners, cracked reservoir tube lip and scratched reservoir tube window.